Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be missing pole clamp shaft. To correct the condition, pole clamp shaft was replaced. If any additional information is received, a follow up MDR will be sent.

Event description:
During service by baxter, a flo-gard infusion pump was found missing a pole clamp shaft. This condition has the potential to cause an interruption of delivery. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.